Event description:
Caller states that patient 1 tested 5.1 inr and 3.1 inr during duplicate testing on the same device. Caller states that an additional patient tested 5.1 inr and 3.1 inr during duplicate testing on the same device. No action was taken based on results provided. No adverse event reported. Requested return of suspect device and replacement was sent.